Event description:
Possible nitratest paper malfunction. Control solutions behaved as expected. A pt with "ferning" -+ for amniotic fluid-and copious amounts of fluid, failed to turn nitratest paper indigo blue as expected. Staff concerned about false negatives and consequences to pt and fetus. All nitratest strips removed and replaced by alt. MFR. Two pts with arom/prom tested postitive with new strips.